Event description:
Related manufacturer reference number:3006705815-2024-02095. It was reported patient's ipg was end of life and was inoperable. It was also noted during procedure that one of the leads had migrated. As such surgical intervention took place where the ipg and lead was replaced thereby restoring effective therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000111809. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.